Event description:
It was reported that the patient experienced a shocking or jolting sensation when electrical power was lost. The patient also felt a "shocking' when the power was turned back on. The patient felt the shocking from the battery down to her legs. It was unknown what environment the even occurred in. The patient was not charging and stimulation was turned off at the time. No patient treatment or outcome was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)